Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the long recharge duration was not determined and not steps had been taken to resolve the issue. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was in a great deal of pain and their ins charge level was not depleting past 90% for 3 days, even though their ins was on all day. They went to their healthcare provider and they check their ins and told them it was operating as it should be and they should get a new controller. The controller showed 90% charged, even when the it was empty. No steps were taken to address the ins not depleting and reprogramming did not help the pain. The patient was being sent a new recharger and needed to see what would happen with the new charger once it arrived. The issues had not yet been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their recharger was not working right on the day of the report. The patient noted that their charge level in their ins had not depleted all day and that they had turned stimulation on at 8am in the morning. The patient also noted that they have had a great deal of pain since implant and that their pain gets worse every time they get a programming adjustment. The patient was redirected to their hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw a 'system problem rm04 cannot continue' error message while recharging the ins. The patient removed and reinserted the battery pack and the issue resolved. The patient also noted that it was taking a long time to charge the ins. It was taking the patient 2.5 hours to charge from 60% to full. It was noted that the recharging quality was consistently 'excellent.' The patient was redirected to their hcp. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.